Event description:
The customer contacted stryker to report that their device paused and alarmed during use. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. The patient involved in the event did not survive.

Manufacturer narrative:
Stryker performed an initial evaluation of the device but was unable duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined that the device use did not contribute to the patient outcome because the patient¿s arrest was unwitnessed, bystander CPR was likely ineffective, and the patient remained in asystole the entire case.